Event description:
It was reported that the device was explanted by the clinic, so far no further information is available. When the information is available, it will be sent in a follow-up report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.